Event description:
On (B)(6), 2023, fujifilm healthcare americas corporation became aware of an event involving echelon xl 1.5t MRI system. It was reported that the patient felt a warming sensation on their neck during a ctl study. Following the scans, the patient was sweating profusely and had visible redness. However, no medical treatment or surgical intervention was required and the study was completed without further incident. There was no death associated with the event.